Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that he had high blood glucose of 23 mmol/l. The customer reported that he took a correction bolus but his blood glucose increased. The customer reported that he removed the infusion set and noticed that the cannula was bent. The customer changed the infusion set and inserted the third infusion set. The customer reported that the infusion set was working properly. The insulin pump is not expected to return for analysis.